Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair like substance was found in the sterile packaging when received at the distribution center. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the cavity confirms there is an unknown hair-like object within the cavity. The ftir spectrum of the debris found within the package was consistent with biological material and the physical appearance suggests it is a hair. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.